Event description:
ICD code: common variable immunodeficiency, unspecified; spontaneous: patient's mom stated two minispikes were damaged; no further information. Unknown if any doses were missed due to event or any side effects experienced. Unknown if product on had for return to manufacturer. Reported to (B)(6) by pt/caregiver.